Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Functional and visual inspection was performed to test the device. The customer's reported problem was not duplicated. Attaching a cassette into pump and running it with the customer's returned program, did not produce an alarm. The technician visually inspected the pump's event history logs and it showed "no disposable" alarm messages after pump starting. It's recommend that the downstream occlusion sensor to be replaced.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump alarmed " disposable, clamp tubing" issue. After trouble shooting, the pump still alarmed. There were no reported adverse events.